Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lhr was reviewed for the lot number in the complaint and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received a suspected false positive result from cue covid-19 test, home & otc, performed on (B)(6) 2022. Customer performed two (2) additional tests on the same day with the same cue test and received negative results. The customer also performed an ihealth antigen home test which produced a negative result. Other people in the home recently had covid-19 in the last couple of weeks.